Event description:
Boston scientific received information that this patient's right atrial (ra) lead exhibited low out-of-range (oor) pacing impedances as well as noise. As a result the lead was surgically abandoned and successfully replaced. The device remains in service with a new ra lead. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.